Event description:
Unomedical reference number (B)(4). Event occurred in spain on (B)(6) 2024, it was reported that patient faced an infusion set tape was not sticking event. The infusion set was in use for two day. No further information available.